Event description:
There are different light cords for endoscopic cases. The tips of the light cords can project past the sheath that screws into the scopes. When the scope is disconnected, it is human nature to set the cord down for a short while. This is not good in general, but when the tip is not protected, it can cause a burn to whatever it touches (it may be 500+ degrees), usually the drapes. If there was oxygen nearby, there is potential for a fire. This has happened on multiple occasions. We have asked to have all of these light cords removed. I understand that some surgeons prefer these cords, so they are used occasionally. Hence, the fire today. The blue drape and the patients blanket had a hole/burn on them. If the patient was closer, the patients skin would have been burned as well.